Manufacturer narrative:
Based on the available information, this event is deemed to be a malfunction. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced insulin doesn¿t exits the tubing with plunger push confirming blockage is in the tubing event on (B)(6) 2026. The blood glucose level was 245 mg/dl and the patient was treated with correction via pump.